Event description:
It was reported that the quick release handles broke during surgery. All the broken fragments were retrieved. No adverse health consequences were reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, risk assessment; result: the reported event was confirmed via correspondence with the sales representative and device inspection of the returned product. The inner prongs of the instrument were confirmed to be fractured upon visual inspection. No manufacturing related issues were found upon product history review. According to correspondence with the sales representative, the instrument has been used hundreds of times. Based on the information provided and the age of the device (8 years), the possible root cause of the reported event is due to normal wear and tear.

Event description:
It was reported that the quick release handles broke during surgery. All the broken fragments were retrieved. No adverse health consequences were reported.